Manufacturer narrative:
This report is submitted on july 26, 2018. (B)(4).

Event description:
Per the clinic, the patient developed an infection, resulting in an abutment change on (B)(6) 2017 to a larger size and the administration of topical and oral antibiotics (date not reported).